Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. The most likely cause was the air detector, so to correct it, the air detector must be replaced. B5) customer provided additional information that the reported issue did not occur while in use with a patient.

Event description:
It was reported that a smiths medical pump keeps alarming "air in line" - tried on multiple sets. No adverse patient effects were reported.